Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the hard drive crashed during upgrade. A field service engineer replaced the hard drive. Installed 1.7.4 according to the configuration help sheet and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an error and required a resync station with a server. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.